Manufacturer narrative:
Inspection: it was reported that the lvp door assemblies with keypad are being replaced due to error code 210.6020. The lvp door assemblies with keypad (qty 13 p/n 49000346 and qty 13 p/n tc10010213) were returned inside cardboard boxes. Lvp door assemblies with keypad p/n 49000346 were observed to be new, unused, and still in their original packaging. All parts inspected are manufactured by bd. External inspection was performed on (qty 13 p/n 49000346 and qty 13 p/n tc10010213). During external inspection, lvp door assemblies with keypad (qty 13 p/n tc10010213) showed signs of flex cable damage. Lvp door assemblies with keypad (qty 13 p/n 49000346) looked to be new, unused, and still in its original packaging. Test results: the returned lvp door assemblies with keypad were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The lvp door assemblies with keypad were tested running basic infusions at 888 ml/h to check for errors and lvp keypad button function. Test results identified two lvp door assemblies with keypad (qty 13 p/n tc10010213) associated to s/ns (B)(6) displayed error code 210.6021 when plugged into the test fixture. Error code 210.6021 is cause by a keyboard failure. Lvp door assemblies with keypad associated to s/ns (B)(6)had keypad button failures. The keypad buttons that failed were restart, pause and channel select. The customer reported complaint of the lvp door assemblies with keypad being replaced due to error code 210.6020 was confirmed on 2 out of the 13 lvp door assemblies with keypad received. Electrical failure ¿ design. No faults found during functional testing of the new, unused lvp door assemblies with keypad (qty 13 p/n 49000346). Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the door assembly with keypad was provided for investigation.

Event description:
It was reported that the large volume pumps (lvp) had error 210.6020 and will need the keypads replaced. There were no patient involvement .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pumps (lvp) had error 210.6020 and will need the keypads replaced. There were no patient involvement.